Event description:
It was reported that patient received the "cannot connect to generator" warning on their external device after a procedure. It was unknown if device was placed in surgery mode. Manufacturer representative was able to recover the device from service app. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.